Manufacturer narrative:
Parts have been ordered by the account. Repairs have not been completed.

Event description:
Info received indicates the e-stop button is not stopping function of likorall 250 irc. The issue was discovered during a routine function check.